Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received alarms, alerts, elevated blood glucose levels and had loading problems. The types of alarms and alerts were not specified. The customer declined tandem's offer to troubleshoot to determine a possible cause of these events.